Event description:
A peritoneal dialysis pt has reported to their dialysis clinic rn that they were not able to connect to the 1st connector on this dialysis treatment set. There is no report of pt injury. A sample is available for an evaluation.